Event description:
Failed export transmission: patient has an ilr [implantable loop recorder] and is enrolled and connected through medtronic carelink site appropriately. Patient had an alert on [redacted] which is viewable on the carelink site but the data failed to export to the data aggregator site automatically as designed. It never transmitted as an alert but was seen on a summary report [redacted]-24 days later. This continues to cause a delay in care for this patient. These patients are enrolled for remote monitoring. Failure to generate reports can result in patient harm, delay in care, and/or death. Patient device model: linq ii. Serial # [redacted]. Manufacturer response for cardiac arrythmia platform, carelink (per site reporter).